Event description:
It was reported that when using the bd pyxis¿ medbank tower user was not able to issue the medication after clicking on the next button. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that due to product incident (pi) 55845 the medication issuance flow was interrupted. A technical support specialist (tss) remoted into the cabinet, and the network adapter has already been populated, and the network configuration are correct. Checked event viewer and its associated with pi 55845. The tss closed and opened medbank application and drawers were back online and able to issue. The system functioned as intended after the technical support specialist troubleshot the device.